Event description:
It was reported that during a laparoscopic cholecystectomy, upon entering the abdomen the trocar's safety shield did not click back indicating the trocar was through the abdominal wall and in the abdominal cavity. Once the scope was inserted, the belly was thoroughly checked for accidental visceral injuries and none were found. The case was completed with the trocar.